Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information that the customer reported the IV pole holder insert on the patient support table top came loose, allowing the IV pole to fall towards the patient. There was no injury to the patient as the operator saw the pole tipping and prevented it from contacting the patient.